Manufacturer narrative:
G4: 07may2020 b4: (B)(6)2020. The customer confirmed the issue has been corrected however, after numerous attempts to obtain repair details, patient information and faulty parts being returned, customer has not responded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported the unit alarmed patient circuit occluded while on a patient. The service technician found an error in the significant event log consistent with high blower temperature. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The customer advised the filter was clean and the manufacturer's remote service technician advised the customer per the service manual. The technician suspect the blower assembly.